Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications. The root cause of the suggested events, ¿the screen went all black without image shown¿ and ¿scope ID information disappeared¿, could not be specified. A probable cause was determined due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The instruction manual identifies the following item which could have detected the phenomenon: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system describes the methods for inspection on the suggested event. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the image didn't display due to charged couple device failure and no scope ID occurred. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had no image. The issue occurred during inspection for use in an unknown therapeutic event. There were no reports of patient harm.